Event description:
My dexcom g7 was inserted, and my readings were between 50 and 100 off from the finger sticks. The g7 readings showed I was at 40 or 50 and kept going down. Finger stick showed I was well over 100. This has happened before on the 1st day after insertion. And dexcom continues to advertise widely that finger sticks are no longer necessary.